Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultraeasy meter was reading inaccurately high compared to her feeling. The complaint was classified based on additional information obtained from the patient during a follow-up call by a customer service representative (csr). The patient tests four times a day and manages her diabetes with apidra insulin (an unspecified set dose three times a day) and lantus insulin (18 units in the evening). The patient¿s normal blood glucose range is between 9 mmol/l-11 mmol/l. The patient alleged that the issue began on (B)(6) 2013 (at 4:30pm). According to the patient, approximately an hour before the alleged issue began she had obtained a blood glucose reading of ¿14 mmol/l¿ with the subject meter, she did not take an action in response to the result, and at 4pm she developed symptoms of clammy, sweating, and slurred speech. According to the patient, she believed a faulty meter and/or test strips contributed her reported symptoms. The emergency medical services (ems) was contacted soon after and at 4:30pm the patient reportedly had obtained readings of ¿16.9 mmol/l¿ with the subject meter and ¿2.6 mmol/l¿ with the ems¿s meter. At the same time after the alleged issue occurred, the patient indicated she was administered a glucagon injection as treatment; the patient denied receiving any additional treatment, and her symptoms abated approximately four hours later. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. The csr noted that the test strips the patient was using were expired. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate reading on the subject meter, reportedly developed symptoms suggestive of severe hypoglycemia soon after, and was later treated by hcp for low blood glucose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.